Manufacturer narrative:
Medwatch received by FDA under mw# 5089910. Patient weight: weight was not provided. This event was reported under MFR # 2916596-2017-01808. This report is being submitted due to the additional information received about device short circuited. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a low flow event occurred on (B)(6) 2017, that resolved without intervention. The patient refused to go to clinic or the emergency room. The patient was found purple and cold on the evening of (B)(6) 2017. The system controller had produced a driveline disconnect alarm for 84 minutes. It was reported that the driveline was actually connected, and the two connected batteries had power. It was reported that the driveline was difficult to remove when deactivating the pump. Device indicated disconnected but it was not disconnected voluntarily. It was reported that device short circuited. The patient subsequently expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (suspected driveline damage, driveline disconnect alarms, patient outcome) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The suspected driveline damage and driveline disconnect alarms could not be confirmed through this evaluation. It was reported via an FDA medwatch report that the patient expired on (B)(6) 2017. The patient¿s spouse reported that, after coming home from work, the patient was found expired on the floor. The device indicated that it was disconnected but it was not disconnected per the patient¿s spouse. The patient¿s spouse believed that the device had short circuited. It was also reported that the patient¿s particular device model was recalled back in 2017. Abbott ppg reviewed their internal complaint database and found that a similar event was reported and investigated under (B)(4), catsweb complaint #(B)(4). A representative from that implant center was contacted to verify that the medwatch report was referring to the same event, which the center confirmed. The center also reported that they did not recall there being a recall on the device. It should be noted that (B)(4), catsweb complaint #(B)(4) investigated the events that were originally reported (self-resolving low flow event and patient outcome). The suspicion that the device short-circuited was not reported at that time, and will be investigated under the current complaint (B)(4). Although the suspected driveline damage could not be confirmed through this evaluation, it should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller software version 7.23. No log files have been submitted for evaluation. It was reported under (B)(4)that no autopsy was performed and heartmate ii lvas, serial number (B)(6) was not explanted. The hmii lvas IFU addresses all system controller alarms (including driveline disconnect alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected manufacturer's investigation conclusion: a direct correlation between the reported events (suspected driveline damage, driveline disconnect alarms, patient outcome) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The suspected driveline damage and driveline disconnect alarms could not be confirmed through this evaluation. It was reported via an FDA medwatch report that the patient expired on (B)(6) 2017. The patient¿s spouse reported that, after coming home from work, the patient was found expired on the floor. The device indicated that it was disconnected but it was not disconnected per the patient¿s spouse. The patient¿s spouse believed that the device had short circuited. Abbott ppg reviewed their internal complaint database and found that a similar event was reported and investigated under cs-093284, catsweb complaint #(B)(4). A representative from that implant center was contacted to verify that the medwatch report was referring to the same event, which the center confirmed. The center also reported that they did not recall there being a recall on the device. It should be noted that MFR # 2916596-2017-01808 investigated the events that were originally reported (self-resolving low flow event and patient outcome). The suspicion that the device short-circuited was not reported at that time, and will be investigated under this report. Although the suspected driveline damage could not be confirmed through this evaluation, it should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller software version 7.23. No log files have been submitted for evaluation. It was reported under MFR # 2916596-2017-01808 that no autopsy was performed and heartmate ii lvas, serial number (B)(6) was not explanted. The hmii lvas IFU addresses all system controller alarms (including driveline disconnect alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.